Event description:
It was reported that the patient had a bilateral hemorrhagic stroke. There were no changes to patient condition or anticoagulation status that may have contributed. The patient never woke up after surgery and was not extubated. The family decided to withdraw care and the patient passed away on (B)(6) 2024. The outcome was not device related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b3: event date corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.